Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital for cardioversion. Upon device interrogation, the atrial lead exhibited loss of capture, and loss of sensing. Chest x-ray revealed the lead was dislodged. It was noted that the patient was very active on the weekend post implant. The lead was repositioned on 26 jun 2020. The patient was in stable condition.